Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the stent assisted coiling procedure for aneurysm located in the acom, the radiopaque marker of the subject stent delivery wire detached and fell off in the micro catheter. Physician didn't felt anything abnormal during the withdrawal of the delivery wire but noticed it while tracking up his first coil through the micro catheter. Surgical delay of more than 30 minutes was reported during the procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the stent assisted coiling procedure for aneurysm located in the acom, the radiopaque marker of the subject stent delivery wire detached and fell off in the micro catheter. Physician didn't felt anything abnormal during the withdrawal of the delivery wire but noticed it while tracking up his first coil through the micro catheter. Surgical delay of more than 30 minutes was reported during the procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was not confirmed as the packaging was not returned with the device. During the visual inspection, there was a coil returned within the catheter. The sdw was kinked/bent and broken. The main coil returned was intact. The coil delivery wire was kinked. The catheter shaft was kinked. The stent was not returned as it was implanted. Functional testing was not done as the stent was deployed and remained in the patient. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. No anomalies were noted to the device prior to use and there is no indication of a use error from the information provided. An assignable cause of procedural factors will be assigned to the as analyzed sdw broken/fractured during use and sdw kinked/bent. The issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited. The reported ro marker(s) detached/separated/not visible under fluoroscopy was not confirmed during analysis as the stent was implanted successfully and the markers are located on the stent. The sdw was broken which may have been perceived as the stent ro marker was detached. An assignable cause of not confirmed will be assigned to the as reported ro marker(s) detached/separated/not visible under fluoroscopy.